Event description:
It was reported that this pacemaker was unable to be read during interrogation. Technical services (ts) was consulted and discovered that the patient did not know the last time it was interrogated and claimed they were on their second device. Ts discussed that the patient likely has a new pacemaker from a different company, and no update was provided for medical device tracking records if a replacement procedure occurred. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.